Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device exhibited possible premature battery depletion behavior. Boston scientific engineering analysis of device data indicated that the device appeared to exhibit a slight increase in power consumption over the last approximately nine (9) months, which is a possible early sign of premature battery depletion. However, the analysis also noted that during the same time period, there was a decrease in the left ventricular (lv) lead impedance, which could also cause an increase in power consumption. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) to consider monitoring the device power consumption to see if it continues to increase and if so, have the device data analyzed again. The device remains in service. No adverse patient effects were reported. Additional information was received that this crt-p device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device exhibited possible premature battery depletion behavior. Boston scientific engineering analysis of device data indicated that the device appeared to exhibit a slight increase in power consumption over the last approximately 9 months, which is a possible early sign of premature battery depletion. However, the analysis also noted that during the same time period, there was a decrease in the left ventricular (lv) lead impedance, which could also cause an increase in power consumption. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) to consider monitoring the device power consumption to see if it continues to increase and if so, have the device data analyzed again. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device exhibited possible premature battery depletion behavior. Boston scientific engineering analysis of device data indicated that the device appeared to exhibit a slight increase in power consumption over the last approximately nine (9) months, which is a possible early sign of premature battery depletion. However, the analysis also noted that during the same time period, there was a decrease in the left ventricular (lv) lead impedance, which could also cause an increase in power consumption. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) to consider monitoring the device power consumption to see if it continues to increase and if so, have the device data analyzed again. The device remains in service. No adverse patient effects were reported. Additional information was received that this crt-p device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. A review of device memory noted no fault codes or resets. Also, the power level was confirmed to have not gradually increased over the past year and normal current drain was observed. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.